Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump was unable to be primed. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: during testing, the pump successfully completed the rewind, load, and prime steps without any loss of prime warnings or issues. The pump successfully completed the 24 hour duration test without issue or loss of prime warnings. The force sensor calibration was found to be within required specification. The original complaint of a prime issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the grip pad.